Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse performed a precision run which resulted as expected and did not find an instrument malfunction. The cause of the discordant troponin results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00245 was filed on march 24, 2014. Additional information (03/12/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse lubricated pack to pack belts and replaced reagent probes 1,2 and 3. Calibrations and patient samples were run, resulting within range. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant troponin results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). All samples resulted incorrectly upon initial run with the exception of two (sids (B)(6)), which resulted correctly upon initial run and incorrectly upon repeat testing on the same instrument. The samples were repeated on the same instrument or an alternate instrument, resulting as expected (samples (B)(6) resulted as expected on the alternate instrument). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.